Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results obtained of 167, 151 and 166 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 130 mg/dl. Customer also stated that results from the meter are higher when compared to another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2020 and open vial date is 08/07/2019. The meter memory was reviewed for previous test result history (customer has only conducted three blood glucose tests with the meter): (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results obtained of 167, 151 and 166 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 130 mg/dl. Customer also stated that results from the meter are higher when compared to another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (customer has only conducted three blood glucose tests with the meter): result 1: 167 mg/dl, date: (B)(6) 2019, time: 07:38am, fasting. Result 2: 151 mg/dl, date: (B)(6) 2019, time: 10:36am, fasting. Result 3: 166 mg/dl, date: (B)(6) 2019, time: 10:34am, fasting. Result 4: n/a. Result 5: n/a.